Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced one infusion set cannula kinked event. Event occurred after three hours of insertion. Insertion site was at abdomen. The set was in use for 1 day. Blood glucose levels were 235 mg/dl during the event. Patient replaced infusion set and resumed insulin successfully. No further information available.